Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up, high, out of range hv lead impedance was observed. Programming changes were made. The lead remains implanted. The patient will continue to be followed-up with.